Event description:
Caller alleged imprecision with inratio. Results as follows: 2006 first test inr=1.4 second test inr = 2.5.

Manufacturer narrative:
Inratio precision data provided by end-user lot: 2006 first test inr = 1.4 second test inr = 2.5. Mean = 1.95; sd = 0.77; %cv = 39%. The %cv is greater than 20%. Per internal procedure, the precision failed the criteria for precision. Per text "apply sample" message was on display even after sample was applied. Then she squeezed and milked the finger more and applied the 2nd drop and got a result of: inr =1. 4" caller applied 2 drops of blood to get the result. Caller didn't follow user manual. No further investigation required.